Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was fully deployed, and the clip was not returned with the device. There is not enough information available to determine what caused the reported failure. Therefore, the most probable root cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and the review shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was released after an hour, and the procedure was completed at this time. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was released after an hour, and the procedure was completed at this time. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.